Manufacturer narrative:
Batch review performed on 26 august 2021: lot 152059: (B)(4) items manufactured and released on 12-june-2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event since 2017. Clinical evaluation performed by medical affairs manager: acetabular component revision surgery performed 5 years and 9 months after cementless total hip arthroplasty in a (B)(6) year old man. No information concerning patient's general health status and presence of comorbidities is available. Radiographic images provided show the presence of cup migration. The original position of the cup cannot be assessed not having immediate postoperative images. No conclusion can be drawn on the basis of evidence collected.

Event description:
5 years and 9 months after the primary surgery the patient came in due to a loose cup and the cause of the loose cup is unknown. The surgeon revised the cup and liner.